Event description:
Customer alleges he cannot get walker to lock. No injury alleged.

Manufacturer narrative:
RMA 859965509 has been initiated for this issue. Dealer stated that he went to test the walker, out of the box, and it would not lock. The device never made it into the hands of a consumer. The product is to be returned for an inspection and evaluation and a replacement is to be sent to the dealer.